Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged product issue with the subject meter began at an unspecified date and time. The patient stated that she does not take any medication to manage her diabetes and at unknown date, increased her exercise to three to four times a week in response to the reported issue. The patient claimed to have developed symptoms of "dizziness, hot flashes, headaches, hunger and cotton-mouth", approximately two to three months after the alleged issue occurred but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because although the patient denied receiving medical treatment after the alleged issue occurred, she developed symptoms suggestive of a serious injury.